Event description:
The report stated that during a pancreaticoduodenectomy, the jaws of the handpiece locked on tissue. The surgeon opened the jaws by force, but the tissue was slightly damaged. The amount of bleeding was less than 200 cc's. The procedure was completed with another handpiece.